Manufacturer narrative:
It was reported that after the stent release, the wire had a phenomenon of stripping, and the support force was not well. Based on the attached photo, it is confirmed that the stent was not expanded fully, and the end part of the stent was pressed and the cells were overlapping. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on stent being not fully expanded and the end part of the stent being pressed with the cells overlapping, it is assumed that the stent was not expanded temporarily due to the strong pressure of patient's stenosis and other elements complexly. In addition, there is a possibility due to the curve and pressure at the patient's lesion, and/or the process of the operation of the delivery system by the user for stent deployment caused the stent to be pushed towards the stenosis during deployment, causing kinking in the stent cell. It is assumed this caused the wire to look stripped. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The doctor reported that after the stent release, the wire had a phenomenon of stripping, and the support force was not well, which did not solve the patient's problem.